Event description:
The physician who performed an omni surgery reported that the catheter broke-off while retracting the device during the trabeculotomy procedure . The broken part of the catheter was removed from the eye. There was no further injury reported.